Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device charged to an incorrect energy level. The customer advised that the device was charged to 200 joules, however the energy charge only would go up to 50 joules. Advised that their device service indicator had illuminated when the defibrillation electrodes were connected to the patient. In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device charged to an incorrect energy level. The customer advised that the device was charged to 200 joules, however the energy charge only would go up to 50 joules. Advised that their device service indicator had illuminated when the defibrillation electrodes were connected to the patient. . In this state, inadequate or wrong defibrillation therapy would be delivered to the patient. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Manufacturer narrative:
The device was returned for evaluation therefore, section d10 "returned to manufacturer on" has been updated accordingly with the new information. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was unable to confirm the reported issue. The cause of the reported issue could not be conclusively determined.